Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and could not verify the reported issue. The equipment satisfactorily passed all operating tests. The customer was advised not to use inverters and to use 12 volt sources. Proper device operation was observed through functional and performance testing.